Event description:
The hosp perfusionist reported that the mps disposable experienced a leak during a procedure. The issue was discovered when blood was observed leaking from the bottom of the console following the procedure. The perfusionist reported that the alleged leak appeared to originate "at the point that the arterial line from the pump entered the bladder." It was reported that although blood did enter the mps console, there were no issues encountered (such as a short) with the console. The volume of blood leaked is unk. There were no pt complications reported as a result of the alleged issue. The device was returned to the MFR for analysis. No add'l info is available at this time.

Manufacturer narrative:
(B)(4). Quest medical inc has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical inc defers to the patient's physician regarding medical history.